Event description:
An employee reported that while wearing gloves they smelled a chemical and started coughing immediately. The employee had difficulty breathing. There were odors also reported from garbage where gloves were disposed of previously. These odors triggered more coughing and difficulty breathing from the employee. The reporter indicated there was medical intervention taken, but they were unwilling or unable to provide further details with us when asked.

Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp (B)(4) . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Manufacturer narrative:
Nine dispenser boxes were returned by complainant for evaluation. There was no odor noted on the gloves themselves; however, odor was detected on the dispenser boxes (packaging). Retained samples from the same lot were evaluated. There was no odor noted on the gloves or dispenser boxes (packaging). A cpm (complaints per million) trending evaluation was performed, the cpm was within control limits and there were no negative trends for this issue noted. A device history record evaluation was performed and no contributing issues were noted, the product documentation concluded product was manufactured according to approved specifications and passed all inspections. No root cause was identified. The complaint incident will be trended and monitored for future continual improvement needs. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.